Event description:
The customer reported that scope communication error codes b30, e216, and 296, were displayed with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, scope communication error code b30 was displayed, no other error codes were observed. Service found the charge coupled device (ccd) unit was broken. In addition, service found a leak in the rubber during the air leak inspection, the rubber adhesive was separated, the distal end cap was burned, and the connecting tube was dented. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was caused by water invasion that affected the image sensor at the distal end due to leakage from the bending section cover. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system inspection of the endoscopic image 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.21) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ the event can be prevented by following the instructions for use which state: ¿warnings and cautions: disappeared or frozen endoscopic image before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the b30 code.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The device failure was detected before the examination by a member of the endoscopy staff during preparations.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An addition reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.